Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 75-year-old female post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The implanted impella 5.5 pump experienced high purge pressure and triggered purge system blocked alarms during patient support. The purge cassette was swapped and a tissue plasminogen activator protocol was initiated to troubleshoot the issue but the alarms remained ongoing. Due to the persistent failure, the decision was made to replace the pump. There was no patient harm.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the initial report was submitted. The device was returned, visually inspected, and tested. Upon investigation of the pump, a large clot was observed around the impeller and in the purge gap. The root cause of the high purge pressure was determined to be biomaterial.